Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis. The cause of the peritonitis was a break in aseptic technique further described as not cleaning the exchange area prior to the start of therapy. Treatment was not reported. At the time of this report the hp is still in the hospital and has not recovered.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information, a supplemental medwatch will be filed.